Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding instability wear involving a trident liner was reported. The event was not confirmed. The device was not returned for evaluation. Medical evaluation not provided for review. Device history review lot were manufactured with no reported discrepancies. Complaint history review. There have been no other evens for the reported lot. The exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
The patient received a stryker total hip and was unstable postoperatively. The surgeon revised the hip the by removing the femoral head and fixed-bearing poly liner and replaced it with mdm to give more stability.

Event description:
The patient received a stryker total hip and was unstable postoperatively. The surgeon revised the hip the by removing the femoral head and fixed-bearing poly liner and replaced it with mdm to give more stability.